Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient using the ilet for approximately one week experienced recurrent nocturnal hypoglycemia concerns, with reported blood glucose values around 80¿90 mg/dl overnight and symptoms of perspiration near 90 mg/dl; the patient prefers overnight targets closer to 150 mg/dl and had previously used multiple daily injections. Symptoms included hypoglycemia and associated sweating. Outcomes included patient anxiety about overnight stability and the need for guidance on adjusting therapy targets. Investigation included troubleshooting and education regarding pump use, nighttime glucose trends, and guidance to communicate with the healthcare provider about adjusting targets. Investigation of this case revealed no device alarms beyond an 80 mg/dl alert and no device malfunction reported, with the cause of hypoglycemia unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.